Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot 80437, were returned and analyzed. The returned files showed multiple system notices 50005, ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered multiple times on the date of the event. Visual inspection of catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for six injections. The catheter failed performance test due to system notice 50005, indicating that the safety system detected fluid in the catheter and stopped the injection. The dissection test revealed a guide wire lumen kink and breach at 1.28 inches from the tip. In conclusion, the balloon catheter failed inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.